Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a replace battery now alarms. The customer¿s blood glucose level was unknown. Customer stated that the battery was dead and inserted new battery. It was reported that the customer did not received a low battery alert prior to the replace battery now alarm. The second occurrence of replace battery now without a low battery warning. The customer was advised that the pump needs to be replaced. The customer was advised to continue to wear pump until replacement arrives if they insert a new battery. The insulin pump will be returned for analysis.

Manufacturer narrative:
No unexpected change battery messages, low battery anomalies, low battery alerts, replace battery alerts, replace battery now alarms or power loss alarms noted during testing. Unit passed displacement test, sleep current measurement, active current measurement and selftest.